Manufacturer narrative:
It was reported that the patient later passed away, the ER doctor stated that the head injury did not cause or contribute to the death. It was reported that before the patient death, the patient had lost a pulse several times. It is not know if the head injury required medical intervention as the patient was deceased before treatment would have begun. The cot was evaluated by a field service representative who identified that there was no defect with the cot.

Event description:
It was reported that the safety bar failed to catch the hook and the cot allegedly tipped when unloading the patient which resulted in the patient hitting their head on the ground.